Event description:
It was reported that a malfunction alarm occurred. Reportedly, prior to the malfunction occurring the customer believed the pump may have been hit the ground while playing volleyball. Customer's blood glucose (bg) ranged from 200 mg/dl to a reading of "high" on continuous glucose monitor. A manual insulin injection was administered to address bg. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem¿s t:slim x2 with control-iq user guide: "do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface. If you drop your pump or it has been hit against something hard, ensure that it is still working properly."